Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. Device received with cracked case reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a big crack across the screen and it become extremely difficult to read the insulin pump's screen. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.